Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient received multiple shocks and then presented to the emergency room. Upon interrogation, it was observed the patient had atrial fibrillation and the implantable cardioverter defibrillator incorrectly interpreted the rhythm, delivering shock. It was unknown how this event was resolved. The patient condition was unknown.